Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reorted by the perfusionist that the pt was experiencing red heart alarms nad was admitted to the hosp. The lvad then seized and the pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The lvad was then replaced with the manufacturer's clinical trial lvad. The pt remaind ongoing with the manufacturer's clinical trial lvad.